Event description:
The hosp reported that during the coronary artery bypass graft surgery, the first heartstring seal cracked during loading. The second seal did not deploy properly into the aorta. The surgeon used a third seal but noticed a "knot" at the end of the seal during removal. The anastmomatic site was not damaged during removal. No pt complications were reported.